Event description:
Found during inspection. According to the reporter, device therapy connector is damaged. Cause of damage is unknown. There was no patient use associated with the reported incident.

Manufacturer narrative:
Customer declined an offer of service to repair device. Physio provided part number for ordering repair kit.